Event description:
Patient reported getting occlusion errors when bolusing 10 units of insulin. Patient tried several infusion sets from same box, and problem continued; however, after changing to a new infusion set lot, no errors were generated.